Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("diffuse pain") in a (B)(6) female patient who had essure (batch no. 683280) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), musculoskeletal stiffness ("muscle stiffness"), premenstrual syndrome ("worsening of premenstrual syndrome") and dyspareunia ("deep dyspareunia"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy was performed, both essure inserts removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, asthenia, musculoskeletal stiffness, premenstrual syndrome and dyspareunia was resolving. The reporter provided no causality assessment for asthenia, dyspareunia, musculoskeletal stiffness, pelvic pain and premenstrual syndrome with essure. The reporter commented: one month after removal, improvement of symptoms was noticed. The defective device was not kept. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("diffuse pain") in a 48-year-old female patient who had essure (batch no. 683280) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and fibroadenoma of breast. Concurrent conditions included hemochromatosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), musculoskeletal stiffness ("muscle stiffness"), premenstrual syndrome ("worsening of premenstrual syndrome") and dyspareunia ("deep dyspareunia"). The patient was treated with surgery (salpingectomy with bilateral coronectomy was performed, both essure inserts removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, asthenia, musculoskeletal stiffness, premenstrual syndrome and dyspareunia was resolving. The reporter provided no causality assessment for asthenia, dyspareunia, musculoskeletal stiffness, pelvic pain and premenstrual syndrome with essure. The reporter commented: one month after removal, improvement of symptoms was noticed. The defective device was not kept. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.